Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2012 the reporter contacted animas to report that the pump had intermittent power, and she was unable to securely tighten the battery cap. There was no damage seen to the battery cap or pump battery compartment, and no corrosion seen in the battery compartment. The patient had replaced the battery to no avail. The patient had not replaced the battery cap for over a year. The manufacturer recommends the battery cap be replaced every six months. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4): a review of the black box indicated rebooting had occurred. Visual inspection revealed no damage to the battery compartment, however the battery cap threads were stripped and the battery cap was not able to tighten fully, resulting in power loss. A test battery cap was used to complete investigation. The test cap secured appropriately to the pump with no visible yellow o-ring. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.